Manufacturer narrative:
An event of cerebral injury was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cva may have been procedure related.

Event description:
Following the procedure, the patient experienced a potential cerebrovascular injury, respiratory failure, and elevated white blood cell count. Post ablation, the patient had respiratory secretions and blockages of four lobes in the lungs. The secretions were removed and diuresis was performed and the patient was successfully extubated. The respiratory compromise was attributed to volume overload during the procedure and general anesthesia. Additionally, the patient's white blood cell count (wbc) was elevated, however this occurred due to intra-aortic balloon pump insertion. Antibiotics were administered and the wbc count decreased. The patient also complained of diplopia post procedure and a CT was performed which revealed no evidence of acute infarct or intracranial hemorrhage but a small chronic left cerebellar infarct was present. The patient's act was between 268 and 334 throughout the procedure. The patient was administered heparin and statin and the symptoms resolved after the patient was discharged. The patient had a history of transient ischemic attacks with no residual deficits. Echo was performed a week before the procedure to rule out thrombus and ice was performed prior to initiating mapping and no thrombus was observed. The cause of the cerebral injury is unknown and there were no contributing anomalies during the procedure. The patient is in stable condition. There were no performance issues with any abbott device.